Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced increased impedances and pain near the implant site. The recipient reportedly received an electric shock after touching a power outlet. The recipient was reportedly treated with a muscle relaxant which resolved the pain.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient continues to successfully wear the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's pain and inflammation have resolved. The recipient is wearing the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.